Event description:
It was reported that during a da-vinci assisted sleeve gastrectomy procedure, tissue was pushed and not cut while stapling the proximal portion of the stomach with a sureform 60 stapler instrument loaded with a blue sureform 60 reload. This event resulted in malformed staples, holes in the staple line, approximately 5 ml of unexpected blood loss, and damage to the tissue. In addition, the event required the unplanned removal of additional tissue, another staple fire, sutures, and an application of surgiflo to repair the damage, stop the bleeding, and to approximate the tissue. No blood transfusion was administered. The procedure was completed robotically and the patient is recovering. Intuitive surgical, inc (isi) followed up with the site, and the following additional information was provided: per the surgeon, at the time of the event, he was stapling gastric tissue, and the tissue was pushed forward/dragged during the firing process. Rather than seeing the normal smooth staple line, the line appeared irregular. Malformed staples were also present. The surgeon pulled the staples out manually and cut away part of the seam guard/reinforcement strip. The event occurred while firing a blue sureform 60 reload, which was selected as it was appropriate for the thickness of the patient's tissue. When asked which stapler fire was involved in the reported event, he indicated "all." The initial reporter stated that there were no issues with the first 1 or 2 fires of the stapler, but on the 2nd or 3rd fire, the stapler began pushing the tissue out. The reload's blade was exposed, and there were holes/gaps observed in the staple line, due to missing staples. The reload did not stick to the affected tissue. The affected tissue was not exposed to radiation or chemotherapy prior to the procedure. There was no tissue tension or bunching. There were no errors or messages generated when the issue occurred. The surgeon did not encounter any obstructions, such as clips, staples, or other hard material between the instrument jaws, nor did he fire over an existing staple line. He did use buttress material, specifically ethicon slr. No clamping issues were observed prior to firing the reload. The procedure was completed robotically, and the issue was resolved by using a back-up sureform 60 stapler instrument. Per the surgeon, the patient is doing "fine." The sureform 60 stapler instrument was inspected prior to use, and no damage was noted. The stapler was taken out of circulation, and both the stapler instrument and the reload are available for return to isi for evaluation.

Manufacturer narrative:
Based on the customer's claim against the product, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the stapler instrument or reloads associated with this event for evaluation. If additional information is obtained, a follow-up MDR will be submitted. A review of the advanced instrument logs for the sureform 60 stapler instruments associated with this event has been performed by an isi failure analysis engineer (fae). Per the fae, the logs show that the first sureform 60 stapler instrument (part #480460-09, lot #l10221115-0508) was installed on the system 5 times, and it fired 5 reloads (2 black, 1 green, 2 blue, in that order). On installs 1-3, the first clamp was successful, and the firing was completed, with no pauses for compression. On install 4, there was 1 completed clamp, followed by a firing failure, which stopped at around 85% completion after a duration of about 37 seconds. On install 5, there was also 1 completed clamp, followed by a second firing failure, which stopped at around 43% completion after a duration of about 91 seconds. The logs show this event as a force firing failure. There were no incomplete clamps or incomplete unclamps for this instrument. There were no other stapler related errors in the logs. Next, the logs show sureform 60 stapler instrument (part #480460-09, lot l13221125-0422) was installed on the system 3 times and fired 3 reloads (1 green, followed by 2 blue). All of the firings were completed, with no pauses for compression. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. There were no stapler related errors in the logs. This complaint is being reported due to the following conclusion: during a da-vinci assisted sleeve gastrectomy procedure, a tissue pushout event occurred while stapling the proximal portion of the stomach with a sureform 60 stapler instrument loaded with a blue sureform 60 stapler reload. This event resulted in unplanned medical intervention. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) and adverse event are not applicable.